Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in denmark as follows: it was reported that on march 20, 2024, preoperatively, it was discovered that it was not possible to push the clearing boss into distal end of the tab breaker. The instrument is new and has never been used. There was no patient consequence. This report is for one (1) expedium tab breaker, body this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9 h3, h4, h6: a review of the receiving inspection (ri) for expedium tab breaker, body, was conducted identifying that lot number pu177504 was released in one batch. Batch1: lot qty of (B)(4) units were released on may 25, 2022 with no discrepancies. Supplier: paragon medical, inc. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The photographs attached were reviewed, however they do not represent the reported complaint condition, the photos provided are of catalogue and not of the actual device therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that there were no signs of damage or defect with the expedium tab breaker, body. A functional test was unable to be performed due to mating tabs off crew heads not returned. The complaint condition was not able to be replicated. A dimensional inspection was preformed, the feature measure was from the diameter of the distal tip. The device meet with the specification. The overall complaint was unconfirmed as the observed condition of the expedium tab breaker, body would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.